Manufacturer narrative:
510(k) # is k082590

Event description:
The lay user/patient contacted lifescan alleging the meter is missing results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. Based on the information obtained during the customer service call, this malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. On (B)(6) 2011, lfs received the meter involved with this complaint and device evaluation was completed with on (B)(6) 2011. Evaluation determined that the returned meter failed testing because testing revealed contamination on the pc board. This complaint is being reported due to the failed device evaluation testing.